Event description:
It was reported that the 9800 system c-arm has no image. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the image intensifier. It was also noted that the power to the room sagged to level that would cause the system to alarm. Alerted the customer of this issue. The system was tested and found to be working as intended and placed back into service.